Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Customer attempted to change out cartridge, and infusion set. Subsequently, customer experienced a blood glucose (bg) level of over 800 mg/dl with high ketones, and a loss of consciousness which caused customer to fall on pump resulting in touchscreen becoming cracked and unresponsive. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with an unspecified intravenous treatment. As a result of the event, the customer went into a coma, experienced brain lesions (customer unsure if related to event), and kidneys shut down. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved, however customer reportedly had bleeding on back of eyes (customer unsure if related to event).